Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20395. The pt has two scs system. It is unk which one of the ipgs was explanted. It was reported the pt's ipgs became inoperable due to not charging them for significant amount of time. One of the ipg's was explanted and the other one was left implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.